Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt failed the hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the shrink tubing came loose on the pulse wire inside the dn. The loose shrink tubing caused shorts in the dn. The root cause for the loose tubing was unable to be positively determined. No adverse event resulted from the loose tubing. The last pt to use this electrode belt did not report any deficiencies.